Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt a tapping/twitching periodically from the device. During in-office impedance testing, the patient felt the sensation when the test was run. The lead monitor trend was turned off, and the device remains in use. No patient complications have been reported as a result of this event.